Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation was capsular contracture baker grade IV.

Event description:
Baker grade reported as grade IV. Treatment with singular was given.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.5., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "patient has capsular contracture in both breasts" this record is for left side. The device remains implanted.